Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, who provided complete information to reset the pump. After following the instructions, the error did not occur again, and the customer was able to successfully start a new sensor session.